Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose levels on (B)(6) 2018 with blood glucose of 1200 mg/dl. Customer specified other relevant blood glucose level of 518 mg/dl. The customer was suffering from pneumonia. The customer declined troubleshooting for high blood glucose values. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).